Manufacturer narrative:
Torque driver was not used for the primary surgery. Batch review performed on 03 may 2018. Lot 160092:30 items manufactured and released on 20 april 2016. Expiration date: 2021-04-03. No anomalies found related to the problem. To date, 20 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on 04 may 2018. One year and 7 months after primary tkr the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
The patient felt pain 1 year and 6 months after primary: the fixation screw was found unscrewed. The screw was removed arthroscopically.